Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle and displayed a white screen. The customer also advised that the service indicator of the device was illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined that the cause of the removed issue was due to capacitor, designator c181. C181 was cracked and electrically shorted.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle and displayed a white screen. The customer also advised that the service indicator of the device was illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.